Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm reading was 328 mg/dl, while the bg meter reading was 428 mg/dl. The patient reported symptoms of shakiness, shortness of breath, chest tightness, and increased urination. Ems was contacted, and upon arrival, the bg meter reading was 483 mg/dl (no cgm comparison available). The patient received an insulin injection and was transported to the ER. At the ER, treatment included three bags of IV fluids. The patient was discharged after several hours and reported feeling ¿fine¿ at the time of follow-up. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.